Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead there was an issue with fixation with the screw to cardiac tissue causing resistance when fixed. The rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.